Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, - the lot number was 18k with supplementary information number of "30". - the tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. The device history record for the lot indicated no anomaly with the event-related items below. [Inspection] ultrasonic output, [inspection] appearance. From the survey results of the actual product and past cases, it is estimated that the peeling of the tissue pad was caused by the following causes. Ultrasonic energy was delivered with no tissue present between the closed grasping section and the distal end of probe. We presume that the tissue pad was worn away and a part of the tissue pad was peeled away due to this caused. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the tissue pad was half peeled off during a laparoscopic procedure of gastrointestinal surgery. The output was about several times and the facility was not output of ultrasonic without grabbing anything, but it was smoke and damaged. The intended procedure was completed with another device. There was no patient injury reported.